Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient's laa measured 33mm by 45mm. A watchman truseal double curve access system (was) and a 35mm watchman flx laa closure device with delivery system (wds) were first attempted. Due to the central transseptal puncture, there was a high was position. This led to a tilt of the closure device when it was deployed. They switched to a single curve was and then to an anterior curve was and a new 35mm wachman flx laa closure device was used. The closure deice was deployed, but tilted several times and was not able to anchor to the laa. Several recaptures were performed. The procedure was aborted since the patient's laa was too large. About an hour post procedure, a 1.6cm pericardial effusion was noted behind the right atrium. The patient's heart rate increased and their blood pressure decreased. A pericardiocentesis was performed with 350 ml drained. Protamine was given and the bleeding stopped. The patient quickly stabilized. The patient was transferred to the cottbus heart center in case surgery needed to be performed. Surgery was not needed since there was no further bleeding; however, the laa was clipped. The patient was well and there were no further complications.